Manufacturer narrative:
Device evaluation did not show any malfunction. The trajectory on the surgical guide followed the doctor's treatment plan. Review of the treatment plan showed that the bone ridge is very narrow at the implant sites. Lack of bone volume may have caused surgical complications during the osteotomy.

Event description:
Doctor reported that the guide trajectory for implant site #7 and #10 was incorrect. Doctor perforated the bone and had to bone graft the sites. Doctor will attempt the surgery again after bone graft has healed.